Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the companion 2 driver exhibited a "left high pressure" alarm while supporting a patient. The patient was switched to the backup driver. There was no reported adverse patient impact. This alleged failure model poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions.